Event description:
The manufacturer received information alleging a ventilator's lcd screen was broken. There was no harm or injury reported. The device was returned to the manufacturer and the customer's complaint was confirmed. The device's lcd screen was replaced due to physical damage to address the issue.